Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the catheter portion of the zelantedvt thrombectomy system with an unknown 8f introducer sheath on the proximal end of the catheter. The pump assembly was cut-off at the effluent and supply lines and not returned for analysis. The effluent/supply line, shaft, and tip were visually and microscopically inspected. There was blood inside the device. Inspection of the device revealed that transition between the proximal and outer shafts was separated (10cm proximal of the tip) with the wire lumen kinked and the hypotube twisted/kinked in the same location. The separated ends were jagged, indicating that there was force applied before the separation. The hypotube was kinked/twisted indicating that the device was rotated during the procedure, so it is likely the device was rotated with enough force to separate the shaft. The returned introducer sheath was noticed to be damaged in the body and at the tip. An attempt was made to remove the sheath from the shaft; however, due to the damaged sheath and separated shaft, the sheath was not able to be removed. The od (outer diameter) of the shaft was measured and was within in specification. Review of the product specification indicates the zelante is compatible with an 8f sheath. The returned sheath on the shaft of the catheter was an 8f sheath; therefore, there is no indication of a compatibility issue. The photos were reviewed, and they showed that the transition between the proximal and outer shafts was separated with a sheath damaged on the proximal shaft of the zelante catheter. The damage present in the photos matched the returned device.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left iliac vein and right superficial femoral artery. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, the catheter shaft broke. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left iliac vein and right superficial femoral artery. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, the catheter shaft broke. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.